Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The stapler was able to fire but there was poor staple formation. The staple line was incomplete. In order to resolve the issue and complete the case, the surgeon used an endoloop to close the defect. There was no patient harm.